Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to deploy the thumb advancer could not be tested as the exchange sheath was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via 6fr sheath after an interventional procedure. Reportedly, resistance was felt during thumb advancement and the sheath did not split completely. The safety release mechanism was used to facilitate successful device removal. After the device was removed from the patient anatomy, the clip was deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.